Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00848 and manufacturer report # 3005099803-2012-00849 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal variceal banding procedure performed on (B)(6), 2012. According to the complainant, during the procedure, while at the target site within the patient's stomach, an attempt was made to deploy the first band; however, the band failed to release. A second device was used, but the same issue recurred; the first band failed to release. The case was completed using a third speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00848 and manufacturer report # 3005099803-2012-00849 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal variceal banding procedure performed on (B)(6), 2012. According to the complainant, during the procedure, while at the target site within the patient's stomach, an attempt was made to deploy the first band; however, the band failed to release. A second device was used, but the same issue recurred; the first band failed to release. The case was completed using a third speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the strap tripwire, spool, suture, and ligator head were returned for analysis. The suture, which was tangled around the tripwire, was broken in several places and a portion of it remained attached to the ligator head. The teeth of the ligator head did not appear to be damaged. Additionally, the tripwire was bent in several locations along its overall length. No indentations were found in the groove of the spool, which is an indication that the tripwire was not cinched properly ultimately creating slack in the wire. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the suture was broken and the tripwire may not have been cinched properly, which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.